Event description:
While pipetting an antibody screening plate on summit, it was observed that the tube lifters did not rise completely and no error message was generated. The customer aborted the plate. No death or serious injury was associated with this incident.